Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, complication in site preparation, undersized implant bed, inadequate bone quality/quantity.